Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The fast-cath hemostasis introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly. The fast-cath hemostasis introducer sheath instructions for use (IFU) cautions insertion into artery may cause excessive bleeding and/or other complications.

Event description:
A 5f fast-cath hemostasis introducer sheath was used during preparation. After the sheath was inserted into patient, bleeding occurred. Another fast-cath hemostasis introducer was used to complete the procedure.